Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker felt muscle stimulation. It was noted that there were high pacing thresholds and loss of capture (loc) in the right ventricular (rv) channel. A revision procedure was performed. During the procedure the rv lead was disconnected from the pulse generator and tested independently. The lead demonstrated normal unipolar and bipolar pacing thresholds, impedances, and sensing parameters. However, when the pulse generator was repositioned into the device pocket and telemetry was initiated, the abnormal behavior persisted. Further troubleshooting steps were performed, and it was determined that the behavior was related to the device. As a result, the device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned.